Event description:
The customer returned the Duodenovideoscope, which is an Olympus asset, with no reported complaint. During the evaluation of device, foreign objects on the light guide lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.